Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub was broken. The cable segment that contains the crimp remained installed in the clevis. The conductor wire remained intact. The clevis did not exhibit any damage or wear marks. The other cables were not damaged. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that during set up of a da vinci surgical procedure, it was discovered that the cable on the permanent cautery spatula instrument was broken. No missing or fallen pieces were reported.